Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact on the customer's blood glucose level. The issue was resolved after the customer tried leaving the wall adapter plugged into a working outlet for at least 30 minutes, and the pump began charging. No further assistance was required.